Event description:
It was reported that the device cut properly, but did not fire staples.

Manufacturer narrative:
This device was resterilized through our open/unused process and was not returned for evaluation.